Event description:
It was reported that the system displayed an eoe error message during set up. No pt injury was reported.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve was out of tolerance. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.